Event description:
It was reported a patient experienced bilateral pleural effusions due to a hole in the diaphragm coincident with peritoneal dialysis (pd) therapy on the homechoice. That same day, the patient contacted baxter technical service center and reported her ultrafiltration (uf) was 73ml and normally it is in the hundreds. The patient was hospitalized one day later. Treatment for the events was not reported. It was reported that the cause of the uf and the bilateral pleural effusions was the hole in the diaphragm. The cause of the hole in the diaphragm was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The date received by manufacturer in the initial submission should have been 12/19/2013. The device was manufactured in 1994. The device was not returned for evaluation. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. The cause of the event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.